Event description:
It was reported there was low bipolar impedance of 194 ohms in the ventricular lead. A lead warning occurred when attempting to reprogram to unipolar. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.